Manufacturer narrative:
The device did not have a battery installed when received. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device had minor scratched display window, cracked case at display window corner, broken belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was unknown but the next of kin stated the doctor was going to put elevated blood glucose levels and type 1 diabetes. The caller stated that the customer had addison's, tourette's, thyroid issues, and the flu that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The customer had declined medical treatment for the flu they had for a week. An autopsy was not required. The next of kin stated the pump was working just fine. The caller agreed to return the insulin pump for analysis. Frn-mmt-332-rsvr; unomed set.